Manufacturer narrative:
(B)(4). Upon return, the iab hemostasis cuff was connected to the cathgard. Dried specs of blood were noted on the interior of the outer lumen. Some dried blood was noted on the exterior of the cathgard. The one-way valve was tethered to the short driveline tubing. The bladder membrane was fully unwrapped. The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at six points with measurements within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 1.2cm from iab distal tip. The iab was submerged in water and leak tested. A leak was immediately noticeable from bladder membrane. Under microscopic inspection, a puncture consistent with damage from the broken fiber was noted approximately 1.5cm from the distal tip of the iab. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A lab inventory 0.025in guidewire was back loaded through iab distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iab luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the tubing is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which likely allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon catheter (iab) was prepped and inserted via a sheath into the patients left femoral. As iabp therapy began blood was noticed in the extension tubing. The iab was removed immediately. The md requested another iab for the patient. The second iab was prepped and inserted into the same insertion site. The patient received iabp therapy successfully. There was no reported patient death, injury or complications. The patient outcome is listed as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the intra-aortic balloon catheter (iab) was prepped and inserted via a sheath into the patients left femoral. As iabp therapy began blood was noticed in the extension tubing. The iab was removed immediately. The medical doctor requested another iab for the patient. The second iab was prepped and inserted into the same insertion site. The patient received iabp therapy successfully. There was no reported patient death, injury or complications. The patient outcome is listed as fine.